Event description:
It was reported that a patient specific implant (psi) and associated hardware were explanted from the patient due to infection. The psi and associated hardware were originally implanted on (B)(6) 2015 and subsequently explanted due to infection on (B)(6) 2015. A new implant was placed during the (B)(6) 2015 revision surgery and the patient is reportedly doing well. This report is 16 of 24 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient initials are (B)(6). Patient information was not provided by reporter. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.